Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 03-aug-2026, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. The caller reported that they met with pt for a post operative appointment and turned on stimulation for the first time and stimulation was too intense for pt at .03 with the left lead. Caller stated the pt said the stimulation feels very strong and they are unable to use therapy. Caller stated the right lead is fine. Caller stated that they checked impedance values after pt was implanted with the device and all electrodes displayed ranges of 500-2000 ohms for both leads. Caller also stated that they tested stimulation on the day of the procedure and there was not problems. Caller stated they are unable to recheck impedance values because pt cannot bear the intensity of the stimulation from the left lead. Caller stated pt's hcp "took pictures" yesterday and they were unable to identify any issues with internal components. Caller stated pt's hcp ordered an MRI for pt today and they will decide how to proceed from there. Tss reviewed information. Upon further review, tss would like to add that caller mentioned the leads were implanted laterally. Additional information was received from the manufacturer representative (rep). It was reported that the cause was not determined. The issue was not resolved. The left lead not being used. Right lead being used. Additional information was received from the manufacturer representative (rep). It was reported that the patient had a lead revision today. Removal of the left lead. Csf was noted to be pooling in the incision, confirming suspicions that this lead was intrathecal. Restoring therapy with the remaining right lead.